Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging failed, voltage on j7 / battery side / is close to lower limit. The medtronic representative replaced the 8 x motion batteries, charger 1 and charger 2. Voltage on j7 is in allowed range. System is able to perform 3d scan. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The parts were returned to the manufacturer for analysis. Investigation of battery charger 1 and 2 could not confirm reported problem "battery low level". Battery charger 1 and 2 passed bench level test. Battery charger 1 and 2 was installed in the imaging system and ran without any issues. The hardware investigation found that reported event could not be duplicated by medtronic personnel. No fault found. This motion batteries 9amph 12v part discarded at the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was unable to perform 3d scan. It was displaying a message about low battery level and shutting down by itself. There was no patient present when this issue was identified. No further details regarding this issue were provided.